Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address pain, walking difficulty, instability, difficulty sleeping, decreased range of motion, effusion, and tibial tray migration, mispositioning, and loosening at an unknown interface. The surgeon noted bone loss on both the tibial and femoral sides. There was a significant medial tibial defect. The tibial tray, tibial insert, and femoral component were revised. There is no evidence the patellar component was revised. The patient was revised with depuy products and competitor cement. There were no indicated intra-operative complications. Task created to update (B)(4). Doi: (B)(4) 2015. Dor: (B)(4).2020 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : no device associated with this report was received for examination. A review of the device manufacturing records (DHR) was performed. Product code 150410205, work order (B)(4) was manufactured on 26-jan-2015. (B)(4) parts were manufactured per specification and all raw materials met specification. There was no scrap associated with this lot. Mrr 131453 material reprocessing report(mrr) is associated with this lot. There is no correlation between this mrr and the failure mode of the complaint. There were two (2) non-conformances associated with this lot. There is no correlation between these nr¿s and the failure mode of the complaint. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened.